Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately five weeks post implant they felt their implantable pulse generator (ipg) "moving around inside" while walking. The ipg remains in use. No further patient complications have been reported as a result of this event.